Event description:
It was reported that the user discontinued ilet pump therapy for two days due to sensor issues and did not revert to alternative therapy, then consumed a meal just before reconnecting. After reconnection, glucose values returned to range and no further assistance was needed. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no hospitalization, no alerts or alarms, and restoration of glucose control after reconnection. Investigation included review of device data through the bionic report and user follow-up. Investigation of this case revealed that the device itself functioned as expected once reconnected and that the issue stemmed from being off therapy due to sensor unavailability rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy during a sensor gap with no device fault.